Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the patient's right ventricular (rv) lead showed loss of capture and far-p oversensing. Patient experienced stimulation of the phrenic nerve causing diaphragm stimulation. A chest x-ray confirmed the lead was dislodged. The rv lead was explanted and replaced. The patient was stable.